Event description:
The customer reported the device will not power on. No patient involvement / harm reported.

Manufacturer narrative:
The power management (pm) pcba from the device was received for failure analysis, was tested, but no failures were identified. This report was submitted as part of the remediation for CAPA 3069005.

Manufacturer narrative:
(B)(4).